Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Manual sound test was performed and passed. Global receiver sound test was performed and passed. Wiggle test was performed and passed. Receiver functional testing was performed and passed all relevant tests. Open receiver for internal inspection was performed and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.